Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death or serious injury.

Event description:
It was initially reported that during diagnostics performed, high lead was observed. It is known that when the pt has a seizure (drop attacks), he will typically fall backwards. The pt's device has been disabled. The pt is expected to have the lead revised.